Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call.

Event description:
The customer reported that the 9900 system x-ray tube made an arcing sound. No patient injury was reported.